Event description:
It was reported that there was a patient alert for high impedance on the defibrillation coil on the right ventricular lead. It was further noted that the impedance was on the high end of normal and that it had been rising. The alarm limit was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196 implantable pacing lead, (B)(6) 2012. (B)(4).